Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump emitted a 078 call service alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 09/02/2015-device evaluation: the pump has been returned and evaluated by product analysis on 08/14/2015 with the following findings: the pump¿s display screen was blank during testing; the initial complaint could not be investigated fully due to this. The battery compartment was cracked and evidence of moisture was observed under the display screen. The pump cover was opened and moisture damage was found in the pump. The pump failed a leak test at the battery compartment.